Event description:
Meter name: ot profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired. A pt reported they were unable to test. Their meter allegedly had no power. There was no result on their meter. There were not other tests done or comparisons. Not treated. No further info has been reported.